Event description:
It was reported that the anchor broke in arthroscopy. No significant delay or patient injury reported.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Manufacturer narrative:
One 72202901 footprint ultra pk 4.5 mm suture anchor returned. The complaint stated: "it was reported that the anchor broke in arthroscopy." The insertion device was returned with one strand of suture and the stay suture wrapped around the device handle. The anchor was attached to the inserter with tape. It is damaged. It is bent over and collapsed at the distal tip. No barbs are missing, but they are skewed. The inserter engages with the anchor but there is damage to the inner insertion rod. It is bent and no longer spins concentrically within the outer shaft. This is symptomatic of insertion attempt that was off axis. Per the IFU: "establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole". A functional evaluation was performed and the torque limiter functioned as intended. Proper audible click is heard with rotation and inner rod advancement. No root cause related to the manufacturing of this device was established.